Manufacturer narrative:
The cause of the patient's post-operative complications cannot be determined at this time. Specific patient complications were not provided. Although there is no known medical intervention that has been reported at this time, a serious patient injury related to the use of the bard/davol flat mesh is alleged. At this time, there is no known malfunction of the device as reported. A review of the manufacturing records has been conducted and found the device was manufactured to specification. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Per information provided by the patient's attorney, medical records & product ID page: on (B)(6) 2003 the patient was diagnosed with symptomatic pelvic relaxation, recurrent cystocele, complete vaginal vault eversion, recurrent rectocele, stress urinary incontinence and underwent cystocele/enterocele repair with implant of a non davol "pelvicol graft", bilat sacrocpinous vault fixation, rectocele repair with implant of a non davol "pelvicol graft", perineoplasty, cystoscopy and implant of a non davol uretex mesh used as a vaginal tape sling using a non bard/davol "urotech device." About one year later on (B)(6) 2004 the patient was diagnosed with recurrent symptomatic pelvic relaxation and underwent an abd sacrocolpopexy with implant of a bard/davol flat mesh and an enterocele repair with implant of a non davol pelvicol graft. Per the operative report details, "after the pelvicol graft was sutured, the prolene graft (davol flat) was sutured with ethibond sutures both anterior and posterior to the vaginal apex. This prolene mesh (davol flat) was then sutured to the sacral promontory and then wrapped over and again sutured into the vaginal cuff." Attorney alleges unspecified adverse patient outcomes associated with use of device.